Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race:unk. Off-label use <21 years. Claim# (B)(4).

Manufacturer narrative:
B1: malfunction. B5:the reporter indicated that a 13.2mm vicmo_13.2 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown. H1: malfunction. H6: impact code: 2199. Claim# (B)(4).